Event description:
The customer reported that the device experienced an ongoing intermittent issue where the device would stop allowing ac to flow to the monitor. The battery would deplete, and the ac charge light goes from green to blank. Then when removing and reconnecting the power cord from the ac socket, ac begins to flow again and the battery is charged, and the ac charge light illuminates green. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.